Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a literature article regarding the outcomes in patients undergoing trans-subclavian (ts) or trans-apical (ta) transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between january 2013 and march 2020. The study population included 140 patients who underwent tavi via the ts (n = 50) or ta (n = 90) access site. Of the 50 patients in the ts group (predominantly female; mean age 79.4 years; mean weight 73.1 kg; 100% white), 42 were treated with the medtronic evolut r system. No unique device identifier numbers were provided. In the ts group, 16 deaths occurred within three years of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the ts group, non-access site adverse events included: aortic regurgitation/paravalvular leak (mild to moderate), valve migration (dislodgement), bail-out valve-in-valve implantation, post-implant balloon dilation of the implanted transcatheter valve, unspecified peri- and post-procedural complications, and need for permanent pacemaker implantation. In the ts group, access site adverse events included: valve malpositioning and unspecified vascular access site and access related complications. No interventions were stated to have been performed because of these complications. Additionally, the authors described one case in which the enveo r delivery catheter system capsule ¿snapped¿ during the procedure and the device had to be withdrawn from the patient. No additional adverse patient effects or product performance issues were reported.